Event description:
The patient underwent a mitral valave repair in 2004. During the case, the eye of the knot pusher broke while inside the patient. The breakage was noted immediately. The broken piece was retrieved with a forcep. No dissection was required. Another knot pusher was used to complete the case. There were no adverse patient consequences.